Event description:
A customer reported to beckman coulter inc. (Bci) that rheumatoid factor (rf) results were shifted up when immage rheumatoid factor reagent lot (B)(4) was used on immage 800 immunochemistry system. The results were reported out of the laboratory; however, patient treatment was not impacted by the event. The samples were serum and the customer did not note any issues with the samples. The samples were repeated post field service engineer (fse) inspection of the system. In addition, a new cartridge of lot (B)(4) was used to repeat some of the test. ER customer, the controls and calibrators were within acceptable ranges. The customer did not report any issues with other chemistries or system errors. A field service engineer (fse) inspected the condition of the instrument- priming sequence external/ internal cleanliness of the reagent probe (sample probe was installed new on (B)(6) 2011) cuvette cleaned and wash station performance and also mixer performance. No hardware issues were noted. Root cause is not known, however, this appears to be a reagent issue.

Manufacturer narrative:
Root cause investigation is ongoing. The customer was sent a new lot of reagent. Accessories/ associated device: immage 800 immunochemistry system (catalogue number a15445, serial number (B)(4)); nephlometer for clinical use. Manufacture date: 20 december, 2007. Software version: 2.0.